Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead was testing appropriately through the pacing system analyzer. After the rv lead was connected to the new device, the rv lead was pulled to verify the connection. As a result, the lead separated, leaving the distal tip of the lead in the connector of the device. The conductor coil was exposed and stretched. A portion of the rv lead was surgically abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the proximal segment of the lead was returned. The lead was severed approximately 9cm from the terminal pin. The returned segment of lead noted separation between terminal ring and terminal pin assembly. The coil was extremely stretched. The cause of separation could not be determined.